Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of 554 mg/dl at the time of the incident. The customer¿s other blood glucose level was 366 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer was treated with the insulin pen. The auto mode was not active. The customer was using the insulin pump within 48 hours of the high blood glucose. The device will not be returned for the analysis.